Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 2988904. Device history review ==>(B)(4) were manufactured per specification and all raw materials met specification. There were no non-conformances or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
Ppf alleges pseudotumor, elevated metal ions, dislocation with open & closed reduction. Doi: (B)(6) 2009 - dor: (B)(6) 2011, (left hip).